Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed august 16, 2016. (B)(4).

Manufacturer narrative:
This report is submitted on july 27, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : device not received by manufacturer.

Event description:
Per the clinic, the patient was explanted (date not reported) due to device non-use. Additional information has been requested; however, not made available as of the date of this report.